Event description:
Complainant claims the clamp opens when used. During last surgery it fractured the dr. Finger.

Manufacturer narrative:
This product was sent in as a product repair. By the time depuy was aware of the problem. The product had already been repaired. Based on the repair center info, the problem appeared to have resulted from the release lever contacting one arm of the instrument when in the locked position. It is unknown whether this was present at time of MFR or a result of wear or user adjustment. No conclusion can be made at this time.